Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 400 mg/dl. It was stated that the customer woke up vomiting that morning. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller declined further troubleshooting. She didn't feel that the insulin pump was at fault. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.